Event description:
Initial reporter said: pt put on vision bipap. A few minutes after he's on, ER tech and I smelled a burning odor, then a few seconds from that, the vision bipap equipment went inop (inoperative). We could not reset the vision equipment to run. Pt was stat disconnected. Pt started to decompensate, saturation started going down. We started to bag the pt for intubation. Biomed took the equipment to check. Follow-up reporter said: the bipap machine had an electrical fire (no actual flames, just the burning smell and and heat - the machine did not shut itself off). According to one of the ed techs, the smell had been present yesterday as well and apparently had not been addressed. We had to intubate this patient emergently due to this incident as he was not able to tolerate being off the bipap long enough to get another machine. Finally, after repair: upon incoming inspection and testing, the device demonstrated the same concern as that during the incident.what was the original intended procedure?ventilation.device #1is this a laboratory device or laboratory test?no.